Event description:
It was reported by the customer that during a laparoscopic colon procedure, the clips were pear shaped and sliding off of the cystic artery and the tissue kept bleeding. Two endoloops were pulled to complete the case with no pt consequence reported.

Manufacturer narrative:
Info is unavailable; device was not returned for evaluation.